Manufacturer narrative:
Device manufacture dates: monitor sn (B)(4): 03/05/2015, monitor sn (B)(4): 01/17/2012. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor failed incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure, partially unplugging connector j1001 from the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed.  Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force.  No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient had two monitors that both had a damaged monitor case.